Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem of was mixing air and water causing spray, was unable to be confirmed. The device evaluation found foreign matter clogging the nozzle. In addition to the reportable malfunction found during the evaluation the cover was scratched and crushed and the angle wires were stretched. Bending section cover adhesion was found to have a chip, cracks and cloudiness. It was also found that the image guide coil had scratches and the connector and universal cord had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
On (B)(6), 2023, the customer reported to olympus, the gastrointestinal videoscope was mixing air and water causing spray. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material, which is a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.